Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going

Event description:
Suture was used on patient. Suture popped and was pulling apart after surgery. Doctor had the patient return to re-suture. Doctor indicates the suture appears lighter in color and has a different feel. No patient injury or surgical delays reported.

Manufacturer narrative:
Samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which were manufactured and distributed 72 units. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Degradation test (7 days in a 0.9 % nacl solution at 37ºc) has been conducted with the samples received and the results fulfill b. Braun surgical requirements (> 0.071 kgf) results: 0.111 kgf in minimum and 0.131 kgf in average. Degradation test (14 days in a 0.9 % nacl solution at 37ºc) has been conducted with the samples received and the results fulfill b. Braun surgical requirements (> 0.041 kgf) results: 0.091 kgf in minimum and 0.094 kgf in average. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Degradation test (7 days in a 0.9 % nacl solution at 37ºc) results conducted with the samples before releasing the product into the market fulfill b. Braun surgical requirements (> 0.071 kgf) results: 0.111 kgf in minimum and 0.140 kgf in average. Degradation test (14 days in a 0.9 % nacl solution at 37ºc) results conducted with the samples before releasing the product into the market fulfill b. Braun surgical requirements (> 0.041 kgf) results: 0.071 kgf in minimum and 0.093 kgf in average. Have also checked the thread color of the closed samples received and it is the current one for this thread and size. Sometimes there can be little differences in the color between different raw material batches but all properties of the thread are correct. Dyestuff content of raw material thread used to produce this product fulfills b. Braun surgical specifications (B)(4). Dyestuff content of the thread raw material has not changed in the last five years. Final conclusion: although the results of the samples received fulfill the specifications of OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.